Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiorgan failure (mof) and chronic driveline infection. The patient suffered from a progressive mof which was related to the outcome. Chronic driveline infection was also noted but it was not related to the death but with sepsis. The left ventricular assist device (lvad) operated as expected and the outcome was not considered to be device or therapy related. The device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. B is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction, infection, and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.